Event description:
Consumer reported that the tampon string was wrapped around the pledget making the string inaccessible upon removal. She was able to manually remove the pledget from her vaginal cavity in one piece. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.